Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver log was reviewed and no errors were observed. The receiver case was open for internal inspection and passed. The reported event of initializing screen without manual restart was not confirmed. The root cause of receiver initializing screen without manual restart could not be determined because receiver perpetually rebooting, and errors were not in the investigation window.

Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on 04/12/2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. The receiver has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.